Event description:
During a hand assisted laparoscopic donor kidney transplant, the device delivered malformed staples causing the staple line to fail. Consequently, the artery opened and bled. The procedure was converted to open to control the bleeding. The operating room time was extended by thirty minutes. The kidney was saved for transplant and the pt is reported to be doing well.